Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customers partner provided the customer with juice and a friend called emergency medical technicians (emts). Emts provided the customer with "meds", however, the customer could not recall the exact "meds". Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.